Event description:
The customer reported that he was hospitalized due to high blood glucose levels greater than 1000 mg/dl. The customer had previously called to report a button error alarm that occurred without buttons being pressed. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
All buttons functioned properly, however, the insulin pump had corroded keypad traces. No button error alarm was noted. Unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion test due to the prime anomaly. The insulin pump passed the displacement, rewind, basic occlusion and excessive no delivery alarm tests. The insulin pump had a scratched liquid crystal display window.